Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a polypectomy procedure performed on (B)(6) 2009. According to the complainant, after inserting the device into the scope and extending the loopwire, the physician identified that part of the loop had separated, but remained attached to the device. The physician further indicated that no device fragment detached into the patient. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).